Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that last (B)(6), the patient got a diabetic pump with the sensor, but before that, they had the diabetic pump without the sensors. It was noted that the diabetic pump without the sensors did not interact with their ins, but the with the pump with the sensor, there is interaction. No patient symptoms were reported. No further complications were reported/anticipated.